Event description:
Issue reported involved battery and usb port damage, resulting in the pump needing more frequent charges than when first obtained, indicating a mechanical malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and due to the expired warranty, the pump could not be repaired or replaced.